Event description:
The customer reported high blood glucose and no delivery alarm. Troubleshooting was performed. The alarm reoccurred during self-test. Instructed customer to remove the pump and call md for back up plan to treat bgs as per md protocol.

Manufacturer narrative:
Final analysis revealed that the device had no delivery alarms on display and no audible tones due to corroded test point in the interface board, which prevented further testing.